Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure due to the pocket site being irritable. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient had discomfort at the ipg site. The patient confirmed that the pain was resolved after the revision procedure.

Event description:
A report was received that the patient underwent a revision procedure due to the pocket site being irritable. The patient was reportedly doing well.